Event description:
Related manufacturer reference number: 2017865-2021-27555. It was reported that a patient presented to the emergency room (ER). A chest x-ray was performed and the patient's right atrial (ra) lead and right ventricular (rv) leads were found to be dislodged with loss of capture. The rv lead also delivered inappropriate shock to the patient. No symptoms were reported. The ra and rv leads were explanted and replaced. The patient was stable throughout procedure.